Event description:
The user facility claimed that during multiple therapeutic laparoscopy procedures, light source became too hot, which caused the image to become very dark or completely lost, and had damaged their surgical telescopes. The procedures were reportedly completed with a non-olympus head lamp. There were no pt injuries reported. The user facility reported to have observed similar phenomena in previous procedures, but elected to reuse the device.

Manufacturer narrative:
The olympus light source and a power cord was returned to olympus for investigation. The light source was tested with the returned power cord while the device was set at the user's setting for several hours, and the investigation confirmed the user's report of image loss. However, the investigation did not duplicate the user's report of the device overheating. The power cord that was received with the device was found to be physically crushed, which resulted in two ground wires and the signal wire to be damaged. Subsequently, the light source was retested with a known-good power cord while the unit was set for high intensity and maximum brightness for several days and there were no illumination, image, or overheating difficulties noted. The device passed standard tests within the specifications. The cause of the user's experience was determined to be due to physical damage to the power cord from an unk source. This report is being filed as an MDR in an abundance of caution.